Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient presented for a lead extraction due high to out of range pacing lead impedance. There was no indication from the patient¿s physician that there were adverse events during the procedure and no patient symptoms were noted to have occurred. The patient will continue to be monitored.